Event description:
Following implant, the patient awoke from anesthetic with a powerful headache. The headache was lessened the next day, but never went completely away. Several weeks later, the patient said she did not feel well and reported "tiger stripe vision", seeing through stripes. The stripes closed, and her vision went away, and then came back. She went to the ER, had an MRI, and was told there was no evidence of a stroke. One week later, she had similar vision symptoms, with numbness in her mouth and right side. She went back to the ER, and the symptoms continued for 30-45 minutes. She was kept at hospital for three days. She had several scans that did not identify a problem; however, the doctor could not rule out tias. The mother reported the daughter has been stumbling in her schoolwork during the last few weeks of school. She had a normal follow-up in 2009, including an echo and an EKG. The device looked good, but the migraines continued. Her blurred vision is increasing in frequency and duration of episodes. She has seen a neurologist that discussed waiting until the device had healed over (estimate 6 months). According to the medical records received by the clinical department, the patient was tested for nickel allergy and the test was positive. On 11/9/2009, the device was surgically removed.